Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), abdominal pain lower ("cramping"), dizziness ("dizziness"), nausea ("nausea"), menorrhagia ("heavy menses") and back pain ("back pain"). The patient was treated with surgery (total laparoscopic hysterectomy with extraction of essure device). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, abdominal pain lower, dizziness, nausea, menorrhagia and back pain had resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, dizziness, menorrhagia, nausea and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.